Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) reported feeling a 'mini shock'. Therefore, the patient came into the clinic and a medical personnel reported that difficuly was encourtered when interrogating the device. Additionally, a pg fault code screen was displayed, indicated the device had reverted to single zone therapy.